Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's child that the patient experienced inaccurate cgm values which occurred after the wearable had been inserted in the arm. Of note, the patient uses tandem tslim in modified closed loop. The display devices gave low readings after the warmup on (B)(6) 2025. On that day, the sensor reading was 40 mg/dl and fs reading was 47 mg/dl. The treatment and management of hypoglycemia was not documented. The child reportedly "just let it be." The following day on (B)(6) 2025 with the same sensor, the display devices were still showing low readings; however, during that time, they did not test the blood sugar manually. It was not mentioned if the low cgm were treated. By tuesday on (B)(6) 2025, the patient started to feel nauseated and was incoherent. The reporter took him to the hospital. There, the display devices still read low and when they got to the hospital, the bg was 900 mg/dl. The patient was hospitalized 3 days and treated with an insulin drip until the hyperglycemia stabilized. The patient was fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data for on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.